Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported display is blurry. The customer reported there was patient involvement with no patient harm.